Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed the failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly in the failure analysis center. It was observed that the sync button was shorted because something externally had struck the keypad and pierced through, causing the switch contacts on the pcb to become shorted together. This led to the observed non-responsive keypad buttons.

Event description:
It was reported that the energy select, charge, and shock buttons would not function on the customer's device. This was observed during an evaluation of the device by physio-control. There was no patient use associated with the reported failure.